Manufacturer narrative:
One certain® straight healing abutment 4.1mm(d) x 4.1mm(p) x 3mm(h) (isha43) was returned for investigation. Visual inspection of the as returned product identified wear about the abutment threads, and damage at the drive feature. The top hex is completely rounded out. Functional testing was performed for the returned product and it was determined that the abutment assembles as normal with a mating implant. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for an unknown period of time. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the isha43 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/ CAPA/hhe/d/ie/product holds for the reported product. November post market trending was reviewed and there were no negative trends or corrective actions for the reported events (components do not seat + damaged drive feature) or product (isha43). Therefore, based on the available information, device malfunction has occurred and the reported event regarding damaged drive feature was confirmed following physical examination of the returned product. The event alleging the components do not seat could not be recreated during functional testing. Definitive cause could not be identified. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up" . H2: checked follow-up type. H3: device available for manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device lot number: not provided.

Event description:
It was reported that doctor was unable to screw the healing abutment (isha43) into the implant. Doctor reports the abutment threads does not work fine. Procedure was completed using another healing abutment.